Event description:
During attempted implant, difficulty of the rotation of the helix was observed on the right ventricular (rv) lead. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. X-ray inspection found the inner coil was overtorqued at the connector region consistent with the procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to blood and tissue in the helix region and overtorqued of the inner coil.